Event description:
3m received notification from (B)(6) that a (B)(6) patient reportedly used a tegaderm dressing (unknown catalog or lot number) to secure a fentanyl patch. The patient allegedly experienced application site blisters, vesicles, scarring and infection associated with use of the 3m tegaderm dressing. The patient reportedly received a rx for an unspecified topical medication for treatment. No additional information available.